Event description:
It was reported that an infection occurred. In (B)(4) 2013, the implantable pulse generator (ipg) "dropped" and there was purulent drainage, an open sore and bleeding from the site. The device was repositioned submuscular. Two months later the patient had drainage and a lesion that recurred. The ipg and leads were extracted a month later. During extraction, it was noted that the atrial lead apparently perforated the myocardium and was in the pericardium and had to be repaired. The patient required a sternotomy to remove the atrial lead. The patient was given intravenous antibiotics and discharged with oral antibiotics. All cultures were negative and the source of the infection is unknown. The ipg system has not been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2007; 5092-58 implantable pacing lead, implanted: (B)(6) 1999. (B)(4).